Manufacturer narrative:
Received ten sb936 all unopened in original packaging in original boxes. Faulty device was not returned. Performed a visual inspection, all devices returned unopened in original packaging with all pieces of device inside packaging. There have been two complaints for this lot number and failure mode within the past two years. DHR review cannot be performed as conmed does not own the manufacturing documentation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of the customer that the, sb936, device was being used during a surgery on (B)(6) 2020 when "after removing the device from the operating field, a piece has come off ." Upon further assessment, dr luca rampinelli used a laporoscopic grasper to retrieve the piece from the patient. The procedure was completed. There was a five minute delay. There was no report of injury/impact to the patient /user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of the customer that the, sb936, device was being used during a surgery on (B)(6) 2020 when, "after removing the device from the operating field, a piece has come off ." Upon further assessment, (B)(6) used a laparoscopic grasper to retrieve the piece from the patient. The procedure was completed. There was a five minute delay. There was no report of injury/impact to the patient /user. This report is being raised on the basis of malfunction with potential for injury upon re-occurrence.